Event description:
It was reported that the right ventricular (rv) lead triggered a warning for low bi-polar impedance. It was noted that 513 low impedance values were recorded after the lead warning triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: product ID: vedr01, ipg, implanted: 2007-(B)(6). (B)(4).